Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the rtos were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication failed error message. The system was unable to produce x-ray or perform any other function when error occurred. There is no report of injury or death associated with this event.